Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: contacted the risk manager and have ask the following questions: did the device cut? Where in the staple line were the staples missing? Were the staples formed in the proper b form shape? What color was the cartridge? Was there any buttressing being used? Were there any unusual noises heard during the use of the device? Was the device difficult to close , fire or open? What was the condition of the tissue that the device was being fired? Was there any patient consequence due to the extended exposure to anesthesia or malfunction of the device? If so please explain. Surgeon name? Is the device available to be returned for analysis? Is a replacement needed? If the device is available would the account like to receive a drl? I spoke with (B)(6) on thursday, (B)(6), about this and explained that we do not do follow-up to the information reported to us from the or. She provided me with her e-mail address ¿ (B)(4) - in case I had acquired additional info. The product can be picked-up by a representative, once an appointment has been made with (B)(4).

Event description:
(B)(4).